Event description:
It was reported to philips that when acquiring images or using the stentboost software, the system aborts after only one image and displayed the message "canceled sequence: tube problem." The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing diagnosis procedure and procedure was completed by using small filament. The rse (remote service engineer) remotely downloaded system error log and confirmed that the tube error messages due to out-of-range tube currents. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse identified failure in long filament x-ray tube. The fse replaced x-ray tube and carried out mechanical adjustments and calibrations. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.